Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert due to the implantable cardiac defibrillator delivering inappropriate shock therapy as a result of supraventricular tachycardia (svt) timeout. The patient was reported to be doing well before and after the shock. It was also noted that the atrial lead exhibited noise via inappropriate ams episodes. Programming changes were made on (B)(6) 2018 but the patient still has intermittent atrial oversensing which will be monitored since the patient was asymptomatic.